Manufacturer narrative:
Visual inspection was performed on the returned reader and no damage was observed. The readers casing did not show any evidence of fire or smoke. Visual inspection was performed on the returned adc usb port and charging cable and no issues were observed. The returned reader was de-cased and visual inspection of the pcba (printed circuit board assembly) was performed and contamination due to liquid ingress was observed. The reader¿s data was unable to be extracted due to contamination on the pcba. The returned adc charging cable was tested for connectivity and a load test was performed to check the cable¿s output. Both tests passed. The returned battery was measured at 1.071v (3.7v to 4.2 v) and would not charge with the returned usb. The returned battery was placed in a new unused reader and the battery was measured at 3.33v which falls outside of the specification (3.7v to 4.2 v). Discoloration was observed on the returned battery connector. Damage was observed to the returned battery resulting in the battery not being able to charge past 3.33v. Probe testing of the battery pins was performed, and no issues were observed. A new unused battery was placed into the returned reader and the reader powered on and passed the self-tests. A thermal camera was used to monitor hots spot on the pcba and observed the pcba was overheating. Contamination was observed on the resistor, u8 chip, c81, and several other components resulting in overheating of the pcba. A burn mark was found near the u8 chip which indicates the liquid contamination created a new circuit path which can produce heat, evaporating the water present in the liquid and leaving behind any unevaporated solid deposits. This complaint is therefore not confirmed to use due to liquid contamination. Dhrs (device history record) were reviewed for the libre reader and the dhrs showed that the libre reader passed all tests prior to release. There was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the screen of their adc device was hot to the touch and the screen "kind of got fried." Customer further reports using an adc charging cable with their device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the screen of their adc device was hot to the touch and the screen "kind of got fried." Customer further reports using an adc charging cable with their device. There was no report of death, serious injury, or mistreatment associated with this event.